Manufacturer narrative:
(B)(4). The sample has been discarded and the lot number is unknown, therefore no evaluation will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The facility nurse indicated the patient had been hospitalized from (B)(6) 2011 and discharged on (B)(6) 2011 due to fungal peritonitis. It is unknown what interventions were administered or what labs were performed. No further information is available. A batch review was performed for potentially associated lot number (h11a25036 ) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient was rehospitalized due to anemia. The patient reportedly passed away due to unknown cause. It is unknown if an autopsy was performed. Hemodialysis was performed on four separate occasions prior to the patient's death. It could not be confirmed if the date of death was (B)(6) 2011 or (B)(6) 2011. No further information is available.

Event description:
During a follow up call from the patient's caregiver on (B)(6) 2011 regarding a leak with a drainage set, the caregiver indicated that the patient had experienced an episode of peritonitis and her catheter was removed. The home patient (hp)'s spouse stated the hp was in the hospital having their catheter removed and that they would be performing hemodialysis therapy. The hp's spouse stated the hp had peritonitis and that he did not know if the hp would be resuming peritoneal dialysis (pd).